Event description:
It was reported the patient experienced a sudden loss of stimulation/therapeutic effect. The patient experienced less than 50% therapy relief at an unknown location. The patient awoke last night with increased pain. The patient tried to turn up the device and he turned it ¿way up¿ without any stimulation at all on group b, his preferred group. Group a was still working but the patient didn¿t get as good of coverage with it. Troubleshooting was going to be performed on (B)(6) 2014. The cause of the issue was not determined. The patient¿s status was noted to be alive with no injury. The manufacturer representative (rep) saw the patient on (B)(6) 2014. Electrode number 3 was noted to be high as well as the known electrodes with high impedances from (B)(6) 2013 and 8, 9, and 11 (information was previously reported, refer to MFR report # 3004209178-2013-16653). The rep was able to program around these electrodes with full coverage of the painful areas. The patient noted this was the best it had ever felt and commented that he had decreased from 6-8 tab of 10mg hydrocodone per day to 2-3 tab of 7.5mg per day. With this adjustment, the patient thought he would be able to wean it even further. The patient reported he¿s very active, works on his cars, and sees a chiropractor. The patient denied any specific event that occurred prior to group b going out. The patient was not aware of any event that could have led to this newest high impedance electrode. The patient was advised to be careful with positioning when working on his car and to be careful with the chiropractor.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).